Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device screen was stuck on the loading screen and kept rebooting. A field service engineer replaced the hard drive, reimaged the system, and performed synchronization to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system unexpectedly stopped responding and kept rebooting, preventing the user from logging in to the device. The customer added that the screen was stuck on the loading screen, and the issue had been happening for 45 minutes. The customer stated that there was a delay in getting medication and patient harm. The significance of the delay and harm was not provided by the customer, and medical or surgical intervention was unknown. There were no adverse events or injuries reported based on this event.